Event description:
Reported due to thrombosis requiring intervention. The physician successfully achieved arteriortomy clusure with a starclose device after an interventional catheterization procedure in 2006. A femoral angiogram was performed and was "fine". The access site was confirmed to be in the right common femoral artery (cfa): whose size was greater than five (5)mm, with minimal or no disease reported. It was reported the closure "went fine" and hemostasis was achieved with the device. It was also reported the pt had a heparin induced thrombocytopenia (hit) clearly noted on his chart. He was not given any heparin before, during or immediately after the procedure. Reportedly, he developed an "schemic right leg" on the pt floor some sixty (60) hrs late. He was returned to the vascular lab where a thrombus was uncovered at the clip site. Reportedly, once the thrombus was removed, "the clip looked fine and was left in place. Complete arterial flow returned and the vessel looked fine. There was no disruptio or injury due to the clip." At last report, the pt was "fine". No additional hospitalization, additional treatment, or medication was reported. Although requested, no additional info was provided.